Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of superficial driveline damaged. Although the reported low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple low-speed events on (B)(6) 2021 between 20:06:27 and 20:07:29, (B)(6) 2021 at 13:28:41, (B)(6) 2021 between 14:23:15 and 14:23:50, (B)(6) 2021 between 10:17:14 and 10:18:44, and (B)(6) 2021 at 12:00:28. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 19" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 0-1¿, 2-3¿, 5.5-6¿, and 10.5-11.5¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16jun2016. The heartmate ii instructions for use (IFU) is currently available. Section 1 of the IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Percutaneous lead (driveline) was returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient log file submitted for review captured low speed advisory alarms on (B)(6) 2021 at 8:06pm and (B)(6) 2021 at 1:38pm. There was a slight increase in power which occurred at this time as well. The data showed nine low speed advisories. Speed drops were as low as 4170 rpm. X-rays submitted were unremarkable. On (B)(6) 2021, the patient underwent a controller exchange and no issues reported; however, patient had been on battery power since change to avoid any potential issue with grounded cable. Additional log files submitted on 13aug2021, showed possible issue with driveline wires; however, patient had not had any alarms. The log file contained data from a newly programmed controller. The log file captured routine events, there were no notable alarm conditions or parameter changes. On (B)(6) aug2021, the patient experienced dropped low speed. Log file submitted confirmed additional pump speed drops below the low speed limit on (B)(6) 2021. The patient underwent a driveline repair on (B)(6) 2021, and no issues post the driveline repair. The full external length of driveline was replaced so another repair is not possible. The removed section of driveline was returned for evaluation. The patient remained asymptomatic since (B)(6) 2021. No additional information provided. Related manufacturer report number: MFR# 2916596-2021-04891.